Manufacturer narrative:
Reporting address line 1: (B)(6); reporting address state: (B)(6); reporting address postal: (B)(6); reporting institution phone: (B)(6); reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the battery was end of life and need replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.